Manufacturer narrative:
This MDR report is to follow up on record ID (B)(4), originally reported in the 2019 asr report for december 2018-january 2019, under product code oto / exemption # e2014015. The device lot number, and implant/explant dates have been updated in section d of this report. Patient age has been added to this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This MDR report is to follow up on record ID (B)(4), originally reported in the 2019 asr report for december 2018-january 2019, under product code oto / exemption # e2014015. The additional event description has been updated below. The device lot number, and implant/explant dates have been updated in section d of this report. Patient age has been added to this report. As reported to coloplast though not verified, the patient's legal representative stated severe emotional pain and injury, significant mental and physical pain and suffering. Bleeding and erosion were also noted.

Event description:
Additional information, as reported to coloplast though not verified, indicated (B)(6) 2019 - chronic pelvic pain, complication of implanted vaginal mesh. (B)(6) 2020 - mechanical complication of other prosthetic devices, implants and grafts of genital tract (non-coloplast device), incomplete bladder emptying feeling.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Patient code 3191 - selected due to an appropriate code not available for bulging disc in lower back, oab, "peritoneal surface covering mesh was very coarse ", proteinuria, cystitis coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, reported to coloplast though not verified, indicated 1 cm incidental cystotomy (surgical incision into the bladder) during sacral colpopexy, which was repaired at time of surgery. Sent home with foley catheter due to bladder injury (B)(6) 2016, vulvar/vaginal irritation with discharge, vaginal tenderness for about two weeks, left buttock pain radiating to posterior left leg, vaginal discharge, abdominal cramping, vaginal tenderness upon deep palpation, (B)(6) 2017 emergency department visit with complaints of back pain, chronic pelvic pain and abdominal pain patient states being from surgery on (B)(6) 2016. Pain from waist down - leg, stomach, and back pain, cannot sit or stand very long. Low back, leg, and abdominal pain. Noted to have bulging disc in lower back, dyspareunia, incontinence, and low urine stream, groin pain, urinary hesitancy, incomplete emptying, uui, some sui, grade 2 cystocele, suprapubic pain, oab, vaginal bleeding, bacterial vaginosis, buttock pain causing discomfort with sitting, standing or walking since surgery 1 yr ago. Painful intercourse with a poking stabbing feeling. Md notes that it is not likely that the mesh can cause all of her symptoms. Headaches, dysphoric mood, mild tenderness on deep palpation in pelvic area, urinary incontinence, urgency, difficulty emptying bladder and blood in urine, some fecal incontinence, rectocele, cystocele/prolapse, frequency, urinary urgency, urge incontinence, stress incontinence. (B)(6) 2017 - exploratory laparotomy under general anesthesia. Peritoneal surface covering mesh was very coarse with brushes of mesh protruding out of it. 3 x 4 cm mesh removed. (B)(6) 2017 - no pain, symptoms have fully resolved. (B)(6)2017 - diagnosed with a uti and sciatica on the left. (B)(6) 2017 - seen in neurosurgery office with complaints of being completely disabled requiring assistance with activities and using a wheelchair. Complaints of back, neck, leg and arm pain. (B)(6)2017 admitted to the hospital with pyelonephritis, IV antibiotics started. (B)(6) 2018 trace proteinuria and suprapubic abdominal pain. Dysuria, urinary frequency and urgency, recurrent yeast infection symptoms. Burning with urination and itching, left lower groin pain, cystourethroscopy notes evidence of interstitial cystitis. Plan for bladder installation x 6. Uti, culture positive for klebsiella pneumoniae, vaginal pain and recurrent utis, yeast infection.